Event description:
As reported by the user facility: staff nurse dropped a used cannula needle, safety device failed to activate and needle stick injury was sustained to staff nurse's left hand. Action taken by user facility: bled and washed. Bloods taken for hiv as per protocol. No sample as disposed of in sharps bin. Customer is not sure of the batch details as no comparative sample will be able to be sent.

Manufacturer narrative:
(B)(4). B. Braun medical, inc is submitting a single report on behalf of b. Braun (B)(4) (the manufacturer), and b. Braun medical, inc (the importer). This report has been identified as b. Braun (B)(4). The actual device in the reported incident was not returned for evaluation. Without the actual sample or lot number, a thorough investigation could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available information has been forwarded to the actual manufacturer for further evaluation. A follow up report will be filed if additional pertinent information becomes available.